Event description:
Dr. Reported that two of three implant failed to integrate. Dr. Elected to remove them. Dr. Has elected to "sleep" the third implant because he feels it is not restorable. Pt is reportedly fine.